Event description:
Information was received indicating that this ambulatory infusion pump was malfunctioning and the patient was unable to use it. It was reported that the pump kept alarming. There were no known adverse effects to the patients due to the reported event.